Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and unit booted up properly, checked the pass recorded, performed 30psi calibration and pressure/vacuum set points. The fse was not able to duplicate the reported failure. The fse replaced the temperature sensor (0206-00-0734) and ran functional testing. All functional and safety test passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump was not functional. Showing auto fill fail. No harm or injury reported.